Manufacturer narrative:
The insulin pump had no partial display anomaly or led anomaly noted. The backlight display functioned properly. The up arrow button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer removed the battery and battery cap and set it for 24 hours but not all of the buttons were responsive. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.